Event description:
It was reported that the ilet user and caregiver requested assistance with a supply change, during which the spouse accidentally removed the infusion site from the applicator on the first attempt and then replaced it, after which the user resumed insulin therapy without further issues. There were no reported adverse effects. Outcomes included resumption of therapy with no alarms. Investigation included remote troubleshooting and user education on proper infusion set application. Investigation of this case revealed incorrect deployment of the infusion set that was resolved through guidance, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.